Event description:
The customer reported that when they booted up the system, the error message "software b356 not compatible" displayed. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep upgraded the software on the system. The system operates as intended.